Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the xenon light source device does not work with the 190 tube models. There were no reports of patient injury.